Manufacturer narrative:
E1:phone number (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the device was not performing a white balance during inspection for use involving an olympus camera head. There were no reports of patient involvement.